Manufacturer narrative:
Additional devices of the gore® excluder® aaa endoprosthesis family were included in this event: plc 231200 lot# 12089471; plc 271200 lot# 12203458.

Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system and a gore excluder iliac branch endoprosthesis (ceb) to treat an abdominal and iliac aortic artery aneurysm. Due to the difficult anatomy of the right internal iliac artery, the physician decided to implant a gore vabahn endoprosthesis (13mm/50mm -lot 10288338) with an overlap in the contralateral gate of the ceb. The physician had difficulties placing the devices due to kinked vessels. An angiogram performed during procedure showed that the device that was placed in the right internal iliac artery had moved distal and a 1 cm untreated aneurysm was visible. The physician did several unsuccessful attempts to treat the type iii endoleak and decided to implant an additional device using axillary access at a later time point. On (B)(6) 2014 the patient was admitted to the hospital to treat the type iii endoleak. An atrium advanta stent graft (14mm/51mm) was advanced through the axillary artery and implanted in the contralateral leg of the ceb and the gore viabahn endoprosthesis. The gap was closed and the type iii endoleak was resolved. Several months later the patient got worse steadily, lost weight and felt bad. In (B)(6), the patient was admitted to the hospital and computed tomography was performed which showed trapped air in the aneurysm sac and the entire abdomen. The physician diagnosed an immediate sepsis and decided to explant all devices in open surgery. On (B)(6) 2015 the patient was converted to open surgery. All implanted devices were explanted. A superficial femoral vein graft was used to treat the diseased vessels. During the procedure the physician noticed around the prostheses and in the aneurysm sac purulence. The investigation of explanted devices and fluid showed staphylococcus epidermidis and streptococcus (beta-hemolyze). The patient was treated with antibiotics. The patient was doing better after the procedure and has been transferred to a nursing home. The explanted endoprostheses are not available to gore.

Event description:
On an unknown date in (B)(6) 2014, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system and a gore® excluder® iliac branch endoprosthesis to treat an abdominal and iliac aortic artery disease. The physician noticed a dislocation of the internal iliac device (hgb) and decided to implant an atrium advanta stent between the contralateral leg of the main trunk of the gore® excluder® iliac branch endoprosthesis (ceb) and the hgb to solve the endoleak, unknown type, in the right internal iliac artery. The additional stent graft was advanced over the left subclavian artery and placed between both devices. The endoleak was solved. The patient condition was until the secondary procedure fine. After the secondary procedure the patient got worse, lost weight and felt bad. On an unknown date, a computer tomography scan was done and the physician detected air in the abdomen as result of an infected prostheses. The physician decided to convert to open surgery and explanted all devices. The patient is doing well following the procedure. The explant is not available.